Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was hospitalized for unrelated medical conditions. On an unknown date during hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, route, frequency and duration not reported), gentamicin (dose, route, frequency and duration not reported), amphotericin b (dose, route, frequency and duration not reported), and diflucan (dose, route, frequency and duration not reported) for peritonitis. On an unknown date during hospitalization, the patient was placed on a mechanical ventilator. It was not reported if the patient recovered from the peritonitis event. Thirty days after the patient was admitted to the hospital, the patient passed away. The cause of death was unknown and it was unknown if an autopsy was performed. It was not reported if therapy remained ongoing prior to death however; the patient was not connected to the homechoice machine at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.